Event description:
It was reported to boston scientific corporation that a resolution clip device was used a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during preparation, the operator had difficulty advancing the resolution clip out of the sheath. When the clip was advanced, it was bent. The procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be fine. On (B)(4) 2013, investigation results revealed the clip was mashed onto the bushing, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4). Upon investigation, it was noticed that the clip assembly was mashed on to the bushing. When attempting to actuate the control wire, the clip assembly detached from the bushing. The prongs could not be opened, but the clip assembly could still be deployed. Two clicks were heard. The prongs were not locked in to the capsule and the over sheath assembly was not returned. Based on the condition of the returned device, the reported failure could not be confirmed. There is not enough information to understand what caused these failures. Hence, the most probable root cause classification is "undeterminable". A review of the device history record (DHR) was performed and no anomalies were noted.